Event description:
The recipient reportedly elected revision surgery due to the electrode position. The recipient's device was explanted. Due to ossification and fibrous tissue developing in the cochlea, the recipient was reimplanted with another advanced bionics cochlear device in the contralateral ear.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery, however, could not be repositioned due to ossification and fibrous tissue developing in the cochlea. The recipient remains implanted and will be a non-user of the device. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly not explanted.